Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A distributor contacted heartsine to report that a customer¿s device was seen to be over charged when delivering a shock. The patient associated with the reported event did not survive.

Event description:
A distributor contacted heartsine to report that a customer¿s device was seen to be over charged when delivering a shock. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. During the investigation, no fault was found on the AED that could have led to an overcharge error or the device suddenly powering off. The charging and overcharge detection circuitry were verified. When charged to the maximum energy level (200j), no excess charge was measured on the high voltage capacitors. The device was stressed beyond normal usage at 50°c 95% rh for 5 days while performing a self-test every 20 minutes, with no fault recorded or observed throughout this period. Furthermore, the no measurable fault was found on the pogo pins, and the device was confirmed to record ECG date without noise or other abnormalities. The overcharge error could only be reproduced via simulation on the overcharge detection circuitry. Given that the screen capture provided by the customer referred to a power on of approximately 9-minute duration, yet no 9-minute power ons recorded in the history log and no fault found on the AED, the investigation was unable to determine a root cause of the reported overcharge error. However, a genuine overcharge error would not cause the device to power off or otherwise impede its ability to deliver therapy. The device was scrapped by heartsine.